Event description:
It was reported that the pt was admitted with severe midsternal chest pain which radiated down both arms, as well as to the left scapula. Two acs rx multi-link stents resulted in the stent entanglement in the right coronary ostium and the stent protruded into the aorta. Some compromise of the right coronary artery flow was noted it and could not be removed percutaneously. The pt was taken to the operating room in stable condition with no evidence of myocardial infarction or chest pain at that time. An emergent bypass graft was performed successfully with removal of the stents. Reportedly, the pt did well initially, but was found to have a postoperative myocardial infarction affecting her right atrium and ventricle. The pt expired on 5/15/98, three days post operatively.